Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. Additional information was received. Device had fluid loss. The cuff would not close. Patient is doing well.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to fluid loss. The cuff would not close. All components were explanted and replaced. Patient is doing well.

Manufacturer narrative:
Field change: b5,h6. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to fluid loss. The cuff would not close. There was a hole in the prb. All components were explanted and replaced. Patient is doing well.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of fluid leak and mechanical issue were confirmed via product analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. Analysis indicated a pinhole in the balloon shell at the shell-adapter junction that was due to fatigue. The balloon was not functionally tested due to the confirmed leak. The product analysis results, and event report provided no objective evidence that would warrant further no escalation.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to fluid loss.the cuff would not close. There was a hole in the prb. All components were explanted and replaced. Patient is doing well.